Event description:
It was reported that the ilet generated alert 32, indicating a motor processor communication error, and the user performed restarts with sufficient charge without resolving the alert; a replacement ilet was arranged, and the user was instructed to shut down the device and return it, while being informed that functionality could not be verified. Symptoms included no reported effects on blood glucose. Outcomes included continued therapy management with the replacement device process and no medical intervention or hospitalization. Investigation included technical troubleshooting with guided restart and power checks, review of device status, and coordination for device return and data handling. Investigation of the returned device revealed a delivery motor communication issue consistent with a motor processor communications malfunction, implicating the delivery motor/processor communication pathway.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.